Event description:
Report provided by the end user states that they have been experiencing redness and weeping skin around the stoma which was scattered out to under the tape collar. Red area around the stoma had partially resolved. The end user cleanses with water, pats dry, applies an ostomy powder, protective barrier wipes, re-dries and then applies the wafer. The end user also uses an ostomy belt. The professional healthcare provider has suggested that the redness be attributed to yeast. The end user is to schedule an appointment with their primary healthcare provider. The patients subsequent outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.